Manufacturer narrative:
Date of event: estimated. Implant date: estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of pulmonary edema and cerebrovascular accident, as listed in the multi-link 8, coronary stent systems (css) instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported pulmonary edema and cerebrovascular accident and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article title: percutaneous mitral valve repair with mitraclip w system in a patient with acute mitral regurgitation after myocardial infarctionna.

Event description:
It was reported the patient presented after experiencing a myocardial infarction from an occluded proximal circumflex artery. A 3.0x23mm multilink 8 stent was implanted without issue. However, within 24 hours, the patient suffered two episodes of pulmonary edema, which were controlled with medication. Twelve hours after this event, the patient suffered acute stroke from which the patient recovered within hours. Details are listed in the attached article, titled ¿percutaneous mitral valve repair with mitraclip system in a patient with acute mitral regurgitation after myocardial infarction.¿ please see article for additional information.